Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to an approved service provider; the customer's report was verified and attributed to the processsor/bridge/pace board. The he processsor/bridge/pace board was replaced to resolve the customer's report. The device was recertified, and returned to the customer. Analysis of reports of this type has not identified an increase in trend.